Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), uterine haemorrhage ("aub"), pelvic pain ("pelvic pain") and uterine leiomyoma ("two submucosal myomas/tumor / teratoma / cancer type: fibroids") in a 41-year-old female patient who had essure (batch no. B71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1989, (B)(6) 1994, (B)(6) 1995, (B)(6) 2001) and spontaneous abortion. Concurrent conditions included overweight, sore throat, fever, endometrial biopsy, vaginitis, general body pain, coughing, influenza, allergic rhinitis, diarrhea, menometrorrhagia and adenomyosis. Family history included hypertension, diabetes mellitus, malignant breast neoplasm and prostate cancer (father). Concomitant products included oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant), weight increased ("weight gain"), alopecia ("hair loss"), skin disorder ("rashes orskin condition bumps on skin") and weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and the first episode of bacterial infection ("infection(other) describe bacteria"). In (B)(6) 2016, 2 years after insertion of essure, the patient experienced abdominal pain ("abdominal pain/pain cramping"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced migraine ("migraines/ headaches"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the second episode of bacterial infection ("infection (other) describe:"), rash papular ("rashes or skin conditions type: fine bumps"), headache ("migraines/headaches"), dysmenorrhoea ("pain cramping"), migraine with aura ("vision/eye problems type: with migranes"), mood swings ("hormonal changes describe mood swings ") and fatigue ("fatigue"). The patient was treated with surgery (endomyometrial resection and ablation with resectoscope were performed on (B)(6) 2016), surgery (ablation) and surgery (hysteroscopic resection was performed on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the genital haemorrhage, uterine haemorrhage, pelvic pain, uterine leiomyoma, abdominal pain, hormone level abnormal, hypersensitivity, female sexual dysfunction, the last episode of bacterial infection, rash papular, headache, nausea, dysmenorrhoea, weight increased, alopecia, vaginal haemorrhage, menorrhagia, migraine with aura, vaginal discharge, mood swings, skin disorder, migraine, weight decreased and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, migraine with aura, mood swings, nausea, pelvic pain, rash papular, skin disorder, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of bacterial infection and the second episode of bacterial infection to be related to essure. The reporter commented: her physician determined to treat her pain and heavy bleeding through an endomyometrial ablation. She was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Essure coil was successfully placed in the l with 5 coils visible after placement. An essure was then successfully placed in the r tube with 4 coils visible after placement. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding (confirming genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), uterine haemorrhage ("aub"), pelvic pain ("pelvic pain") and uterine leiomyoma ("two submucosal myomas/tumor / teratoma / cancer type: fibroids") in a 41-year-old female patient who had essure (batch no. B71763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1989, (B)(6) 1994, (B)(6) 1995, (B)(6) 2001) and spontaneous abortion. Concurrent conditions included overweight, sore throat, fever, endometrial biopsy, vaginitis, general body pain, coughing, influenza, allergic rhinitis, diarrhea, menometrorrhagia and adenomyosis. Family history included hypertension, diabetes mellitus, malignant breast neoplasm and prostate cancer (father). Concomitant products included oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant), weight increased ("weight gain"), alopecia ("hair loss"), skin disorder ("rashes orskin condition bumps on skin ") and weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and the first episode of bacterial infection ("infection(other) describe bacteria"). In (B)(6) 2016, 2 years after insertion of essure, the patient experienced abdominal pain ("abdominal pain/pain cramping"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced migraine ("migraines/ headaches"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), the second episode of bacterial infection ("infection (other) describe:"), rash papular ("rashes or skin conditions type: fine bumps"), headache ("migraines/headaches"), dysmenorrhoea ("pain cramping"), migraine with aura ("vision/eye problems type: with migranes"), mood swings ("hormonal changes describe mood swings ") and fatigue ("fatigue"). The patient was treated with surgery (endomyometrial resection and ablation with resectoscope were performed on (B)(6) 2016), surgery (ablation ), surgery (endomyometrial resection and ablation with resectoscope were performed on (B)(6) 2016) and surgery (hysteroscopic resection was performed on (B)(6) 2016). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, uterine haemorrhage, pelvic pain, uterine leiomyoma, abdominal pain, hormone level abnormal, hypersensitivity, female sexual dysfunction, the last episode of bacterial infection, rash papular, headache, nausea, dysmenorrhoea, weight increased, alopecia, vaginal haemorrhage, menorrhagia, migraine with aura, vaginal discharge, mood swings, skin disorder, weight decreased and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, migraine with aura, mood swings, nausea, pelvic pain, rash papular, skin disorder, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of bacterial infection and the second episode of bacterial infection to be related to essure. The reporter commented: her physician determined to treat her pain and heavy bleeding through an endomyometrial ablation. She was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Essure coil was successfully placed in the l with 5 coils visible after placement. An essure was then successfully placed in the r tube with 4 coils visible after placement. The patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding (confirming genital hemorrhage) most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, new reporter essure indication permanent birth control by bilateral occlusion of the fallopian tubes, new event vaginal discharge, hormonal changes describe mood swings, infection(other) describe bacteria, rashes or skin condition bumps on skin, migraines/ headaches, tumor/teratoma/cancer-type fibroids, fatigue were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), uterine haemorrhage ("aub"), pelvic pain ("pelvic pain") and uterine leiomyoma ("two submucosal myomas/tumor / teratoma / cancer type: fibroids") in a 41-year-old female patient who had essure (batch no. B71763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1989, (B)(6) 1994, (B)(6) 1995, (B)(6) 2001) and spontaneous abortion. Concurrent conditions included overweight, sore throat, fever, endometrial biopsy, vaginitis, general body pain, coughing, influenza, allergic rhinitis, diarrhea, menometrorrhagia and adenomyosis. Family history included hypertension, diabetes mellitus, malignant breast neoplasm and prostate cancer (father). Concomitant products included oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 2 years after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bacterial infection ("infection (other) describe:"), rash ("rashes or skin conditions type: fine bumps"), headache ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("pain cramping"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and eye disorder ("vision/eye problems type: with migranes"). The patient was treated with surgery (endomyometrial resection and ablation with resectoscope were performed on (B)(6) 2016), surgery (ablation ), surgery (endomyometrial resection and ablation with resectoscope were performed on (B)(6) 2016) and surgery (hysteroscopic resection was performed on (B)(6) 2016). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, uterine haemorrhage, pelvic pain, uterine leiomyoma, abdominal pain, hormone level abnormal, hypersensitivity, female sexual dysfunction, bacterial infection, rash, headache, nausea, dysmenorrhoea, weight increased, alopecia, vaginal haemorrhage, menorrhagia and eye disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial infection, dysmenorrhoea, eye disorder, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic pain, rash, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: her physician determined to treat her pain and heavy bleeding through an endomyometrial ablation. She was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Essure coil was successfully placed in the l with 5 coils visible after placement. An essure was then successfully placed in the r tube with 4 coils visible after placement. The patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding (confirming genital hemorrhage) most recent follow-up information incorporated above includes: on 22-feb-2018: fu from pfs: new events: hormone level abnormal, hypersensitivity, female sexual dysfunction, bacterial infection, rash, headache, uterine hemorrhage were added. Reporter, patient demographic information, all other relevant history updated. Product batch number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), pelvic pain ("pelvic pain") and uterine leiomyoma ("two submucosal myomas") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 2 years after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (endomyometrial resection and ablation with resectoscope were performed on (B)(6) 2016), and surgery (hysteroscopic resection was performed on (B)(6) 2016). At the time of the report, the genital haemorrhage, pelvic pain, uterine leiomyoma and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: her physician determined to treat her pain and heavy bleeding through an endomyometrial ablation. She was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.